Event description:
It was reported that the patient, with a screw-retained provisional crown in place, suffered a fall resulting in facial trauma. The implant from tooth site #21 was subsequently removed. The patient experienced pain, swelling (edema), and trauma associated with the incident.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.